Event description:
Distributor reported complaint from doctor that his wife experienced corneal abrasion in left eye after wearing contact lens for 10 days. Pt removed lenses nightly. She was treated with tobramyacin and left off contact lens wear for 2 weeks. After 2 weeks, pt tried lens again and again experienced a problem. Under magnification, doctor was unable to see any physical problem with lens. Unable to determine cause of abrasion.